Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sensor anomaly. The customer got a low alert and it said sensor glucose was below 40 mg/dl. Then they got a cup of grape juice and then treated again with gummy bears. When she got home her blood glucose level was 407 mg/dl. The device will be replaced and returned.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.